Event description:
Pt was treated in 2003. Thermage was notified of event in november 2003. Pt developed white blister burn immediate post treatment. The burn was on the outside of the left check (lateral to the mouth). It was a 3rd degree burn causing a depressed scar. Pt had a cyst, which the doctor was not made aware of; it heated up and caused the burn in that area. In 06/2004 at most recent follow-up. Pt decided to see another doctor for follow up.